Manufacturer narrative:
Product event summary: analysis confirmed that the display was very dim, but could not confirm that the programmer shut down. It was also found that the programmer failed audio loopback functional testing, and there were two errors recently noted in the logs. There was a missing screw from the keyboard which was found inside the programmer, and the antenna cables were damaged at the upper hinge. It was also found that the power cord bay was broken and the right display hasp was broken.

Event description:
It was reported that the programmer's screen had gone light blue and turned off during a session. The programmer has been returned for service. No patient complications have been reported as a result of this event.